Event description:
It was reported that the patient experienced a lot of bladder infections, therefore the physician wanted to have the patient get a CT scan. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642 lot# (B)(4) product typ patient programmer product ID 37085-95 lot# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 37085-95 lot# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 3389s-40 lot# v568201 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3389s-40 lot# v568201 serial# implanted: 2011-(B)(6) explanted: product typ lead. (B)(4).